Manufacturer narrative:
Additional information was received on december 1, 2023. In addition to the issues reported initially, the patient also experienced capsular contracture and several unexplained systemic symptoms post procedure. Hardness, pain, and unspecified health issues were noted. The devices originally reported as unknown gel, are unknown textured gel implants. This report relates to the right prosthesis. See 1645337-2023-15153 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with unknown mentor gel breast implant experienced right-sided local reaction of edema post-operatively. The patient reported undergoing multiple sonograms that indicated right side is filled with fluid that won¿t away. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.